Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d353 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break, system error, alarm #18: system pressure, alarm #21: air detector test failure, and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. A corrective and preventive action was initiated to investigate, centrifuge bowl leak/break and is now closed but it is still being monitored. (B)(4), feedback: the service technician cleaned the inside of the centrifuge door and under the pump deck. The service technician also replaced the leak detector strip. The service technician found that the compressor did not work properly and replaced the fuse. The compressor then tested ok. The system checkout procedure was then successfully completed. The smartcard data was returned for analysis. A review of the data indicated that prime was completed successfully and blood collection had started. The purging air phase was completed after 184ml of whole blood processed. An alarm #7: blood leak (centrifuge chamber) alarm and an alarm #18: system pressure alarm occurred after 208ml of whole blood processed. The treatment was aborted. An alarm #21: air detector test failure alarm and a system error alarm were the last events recorded on the card. These last two alarms were recorded after the treatment was aborted. The alarm #7: blood leak (centrifuge chamber) alarm is consistent with a centrifuge bowl leak, but a root cause for the event could not be determined based on the available information. Complaints are monitored through tracking and trending. If additional information is received, complaint record will be reopened and processed accordingly. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report that the centrifuge bowl "shattered" in the first 100 ml of whole blood processed. The customer reported that prime was completed without any problems. The customer stated that the bowl base was locked into place when this happened and that the top of the bowl had just popped off. The treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer reported that they were able to do some clean up, but requested service for additional cleanup and to fix the instrument. On (B)(6) 2016, the customer reported that a system error occurred at the time of the leak, but they were unsure which one. The smart card was submitted for investigation.